Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 5. The hp checked the lines and bags and noticed leaks. The hp stated all the lines were in use. The technical service representative (tsr) had the hp cycle the power off/on to clear the se 2240 followed by the 2367 and ended therapy. The tsr advised the hp inform their nurse of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.